Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unspecified veterinary surgical procedure, it was observed that the blade device had a crack in it. This event did not occur during surgery. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.